Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a system error 345 during testing. The evaluator inadvertently did not evaluate for the symptom. The device is no longer in its received condition and the opportunity to evaluate for the reported symptom is lost. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter (B)(4), the device experienced a system error 345 (thermistor disparity) alarm. No additional information is available.